Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller stated the patient has "loose leads" and that the medical chart indicates surgery was not successful and the patient has a scheduled appointment to have the leads replaced. Caller was unsure when this started. Technical services (tss) advised caller to have the patient follow up with their healthcare provider regarding what this term loose leads means before proceeding with an MRI, as this could impact MRI eligibility, depending on where they are located.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins). It was reported that during a post-operative visit following the implantation of a lead 977a260 5mm compact 1x8 MRI device, the patient experienced left-sided pain, return of pain, and new pain unrelated to baseline. An x-ray ordered by the physician assistant revealed lead migration after surgery. The patient was scheduled for a magnetic resonance imaging (MRI) to further assess the situation. No patient complications have been reported as a result of this event. The issue was ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 10-sep-2028, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6) ubd: 10-sep-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the lead has not been explanted yet. Rep reported pt was scheduled for a revision surgery on (B)(6) 2025. Rep noted the surgeon did order an MRI that was not completed due to "loose leads" which might affect the surgery date. The cause of the lead migration has not been determined and the issue has not been resolved yet. Additional information was received from the manufacturer representative (rep). Rep reported that the pt was scheduled for a lead revision surgery for lead migration. After reviewing pt's MRI, surgeon determined that the pt had spinal anatomy anomalies that could have been the cause of the migration and decided to remove the scs system.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.